Event description:
It was reported that the patient underwent an inflatable penile prostheses (ipp) replacement surgery due to fluid loss. The previous ipp was explanted and replaced with a new ipp. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was doing well after the surgery.

Event description:
It was reported that the patient underwent an inflatable penile prostheses (ipp) replacement surgery due to fluid loss. The previous ipp was explanted and replaced with a new ipp. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.